Manufacturer narrative:
Additional product code: pif. Additional 510k number: k123555. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the iris tube was being removed and the nurse noticed a break in the tubing. There was no harm to the patient.